Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer regarding a patient that was implanted with an implantable neurostimulator (ins). It was reported that the power on reset (por) message was displaying on the patient programmer. No further complications were reported or anticipated.